Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The patient was revised due to a suspected loosening but was found out that the implants were completely well fixed. The surgeon struggled to remove the femur, tibial and patella. All implants were found to be fully coated with cement and bone. The patient was strongly suggesting that the implants were defective. Doi: unknown. Dor: (B)(6) 2019, right knee.